Manufacturer narrative:
Device code relates to the problem code with the reported issue of clip failed to release from the catheter. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. Reportedly, the clip had to be pulled from the mucosa with force. It was also noted that the spring of the handle broke, falling out of the handle. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. Reportedly, the clip had to be pulled from the mucosa with force. It was also noted that the spring of the handle broke, falling out of the handle. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Mfg site name - (B)(4). Investigation results a visual examination of the complaint device found that the clip assembly was half deployed and not returned with the device. The yoke was still attached to the control wire and the control wire had separated from the crimp sleeve. The spring was not returned with the device and the handle was not broken. There was a kink in the control wire near the handle, center, and the distal end of the device. It was noted that the control wire had not been flattened properly. The product likely failed to meet the specification due to the manufacturing process at the supplier site. Therefore, the most probable root cause is supplier manufacturing process design. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.